Event description:
Related manufacturer reference number: 1627487-2022-05825. It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the l4 and l5 leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.